Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure of the implantable pacing lead (ipl), the lead was unable to be implanted as the product was bent during implant. The patient had a very tight subclavian vein which damaged sheath and lead. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Analyst commented, the lead was returned with a stylet in the lead. When the stylet was removed from the lead during analysis, the lead no longer appeared ¿bent¿. The stylet was bent during the difficult attempted implant. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. The stylet insertion test was performed without difficulty or resistance. A new stylet was used for testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.